Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call being hospitalized due to low blood glucose levels. The customer stated that she gave herself insulin, but at the same time she caught the tubing on the insulin pump and change the infusion set. She gave herself insulin again, and her blood glucose kept going down as a result. The customer's blood glucose was 20 mg/dl. She stated that she had put the insulin pump on suspend, had disconnected the insulin pump from her body, and by the morning time, the insulin pump began vibrating. She stated that the device showed low reservoir. She stated that she may have double-bolused. She stated that she may have primed the tubing while still attached to the insulin pump.